Manufacturer narrative:
H4: the lot was manufactured between april 20, 2021- april 21, 2021. H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and a bottom right side shoulder port weld leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam located to the right of the medication port. This was discovered during inspection, prior to use. There was no patient involvement. No additional information is available.